Event description:
It was reported that the patient underwent a spinal procedure to implant the interbody device at l3/4. The cage reportedly slipped out of the disc space at unknown time post op. The patient complained of discomfort. The revision surgery was performed to remove the cage at l3/4 and to implant a new cage at l4/5.

Manufacturer narrative:
(B) (4). Neither device nor film of applicable imaging studies was returned to the manufacturer for evaluation. We are unable to determine the cause of the event.